Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on 30-nov-2021 and obtained the following additional information: no fragment fell into the patient. There was no harm or injury to the patient. The instrument jaws did not open and the instrument it was immediately removed before it contacted the patient's tissue. The instrument was removed along with the cannula and replaced with the same type of instrument. The operation was prolonged by 5 minutes since a replacement was prepared. The instrument information is pn 420093-14, lot # n10210104 205. The instrument is available for return to isi for evaluation. The video recording of the procedure started after the incident and was not provided. A review of the instrument log for the instrument (pn 420093-14/lot # n10210104 205) associated with this event was performed. Per logs, the instrument was last used on 13-sep-2021 on system sh1796. The instrument had 9 uses remaining after last use.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps instrument began to fragment at the end effector in the wrist area when it was introduced into the patient. After the instrument was removed, the pin on which the gripping surfaces were held fell out of the instrument. The nurse reported the instrument had never been used and had 10 lives remaining. There was no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Isi has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system logs of system (B)(4) for the reported event date of (B)(6) 2021 was performed. Per logs, a prograsp forceps instrument (pn 420093-12/ lot# n10170907 333) was used on system (B)(4) on this date. The instrument had 2 uses remaining after last use. It is unknown if the instrument found in the system logs is the instrument associated with this event as the instrument lot # was not provided and the customer reported that the instrument associated with this event was on its first use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument's pin was dislodged with no evidence or claim of user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.